Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the affected device and log files analysis. The cuffs used were used properly and were not damaged. Since the sporadic incorrect values of the nbp measurement reported by the customer were not plausible, the fse replaced the nbp pump. The values were checked again and again no errors could be found. The results of the analysis were that the device was working to its specification and no trouble was found. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the nbp pump was replaced and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone': (B)(6). E1: reporter phone':(B)(6).

Event description:
It was reported that high deviations were found in the blood pressure measurement (diastolic). The device was in clinical use. There was no report of patient or user harm.